Manufacturer narrative:
A product investigation was performed. The device was examined upon receipt and the complaint condition was able to be confirmed as the tip of the threaded inner shaft was found to be broken and missing a segment (approximately 3.6mm long and 2mm in diameter). A visual inspection, drawing review, and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. Relevant drawings for the returned instrument were reviewed the shaft diameter adjacent to the fracture site was measured which matches the relevant drawing. The complaint condition was unable to be replicated due to post-manufacturing damage. No definitive root cause was able to be determined; the failure mode is typically associated with off-axis loading during attempted screw removal and/or the application of excessive force. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part #352.311, synthes lot#7008298: release to warehouse date: 22-oct-2012, 07-nov-2012, expiration date: n/a, supplier: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that upon receipt of the loan set from distributor it was identified that connecting screw has broken thread. No surgical delay is reported and no patient involvement. This report is for one (1) extraction screwdriver this is report 1 of 1 for complaint (B)(4).